Event description:
Additional information received reported that they wanted to determine how much life was left in the battery. They performed longevity calculation to estimate implantable neurostimulator (ins) battery life. The patient was programmed on 1+ 2- 3- 5+ 6- 7- with pw: 450us, rate: 75hz, amp: 5.2v, therapy impedances: 319 ohms, and usage at 5 hours per day. The battery longevity was estimated to be 36 months, and the battery voltage was reading 2.64v. The patient had more pain in his feet at night so they made a programming adjustment to increase the amplitude of the therapy. It was noted that the implanter was no longer practicing, so they were trying to determine when the battery needed to be replaced to refer the patient to a surgeon in a timely manner. The patient was getting appropriate therapy coverage into his feet. He generally used his device at rest/bedtime, which was about 6 hours of use.

Event description:
It was reported that there was an overstimulation sensation. Everything was working fine with the patient¿s devices until last monday, 2015-(B)(6), when the implant was not working anymore. The next day, the implant was firing at random and causing pain, and now the patient was not feeling stimulation at all. The patient¿s device was still not functioning properly. The patient requested a manufacturing representative (rep) come and see him. It was later reported that they thought some of the problem was that they were using the wrong batteries in the hand held patient programmer (pp). Since changing those, the patient had not had further problems.

Manufacturer narrative:
Concomitant medical products: product ID: 7435, serial# (B)(4), implanted: 2005-(B)(6), product type: programmer, patient. Product ID: 3487a-33, lot# j0461564v, implanted: 2005-(B)(6), product type: lead. Product ID: 748925, serial# (B)(4), implanted: 2005-(B)(6), product type: extension. Product ID: 3487a-33, lot# j0461564v, implanted: 2005-(B)(6), product type: lead. Product ID: 748925, serial# (B)(4), implanted: 2005-(B)(6), product type: extension. (B)(4).